Event description:
Helium high purity 4.8 grade 6,000 psi tank used on seednet machine for cryoablation. During needle test phase, helium is sent to needles to check integrity, ice formation noted on tips of needles. During last 50 secs of test phase, helium is sent to tips of needles to thaw ice formation but, this did not occur. The ice formation continued to occur on needle tips. Helium tank removed from machine and isolated. No patient injury occurred.